Manufacturer narrative:
As the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. (B)(4): no product was returned.

Event description:
On (B)(4) 2013, the patient reported that on (B)(6) 2000 he was working as a parking valet at a hospital and his infusion device buttons hit the steering wheel as he was getting out of a car and the device delivered 1-1.5 units of insulin he wasn't expecting. The patient was walking to the hospital cafeteria when he began to stumble and a nurse sat him down and brought him a soda. The patient does not think he would have been able to retrieve the soda on his own due to his blood glucose level being too low. The patient no longer has the infusion device he was using at the time of the event. No product will be requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.